Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device malfunctioned and kept ringing "clamp on patient side," when there was no evidence of any clamp on patient side. It was also noted that the "channel off" button was not functioning and could not use this button to turn off the channel. There was patient involvement but no harm.